Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. The display screen was observed to be dim and discolored. The black box history revealed no complaint related events. The alarm history revealed multiple low battery warnings and one replace battery alarm. The battery compartment was observed to be intact with no cracks. There was no evidence of moisture contamination inside the battery compartment or on underside of the battery cap. The battery cap was able to be fully tightened. A power loss was not observed during testing. Current draws were observed to be within specifications. The pump case was removed and no evidence of moisture contamination inside pump was observed. There was no evidence of intermittent contact to the battery terminals. Low battery warnings and replace battery alarms were unable to be duplicated during testing. (B)(6).